Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in pacing impedance, an increase in r-wave sensing, and an increase in capture resulting in a loss of capture on the right ventricular (rv) lead. X-ray was performed and revealed no anomalies. The rv lead was capped and replaced to resolve the event. The patient was stable.